Manufacturer narrative:
H11. Additional narrative: five line items within the attached .csv file were updated with additional information.

Manufacturer narrative:
H11. Additional narrative this report summarizes 14 valve-in-valve adverse events that would have been reported to the FDA between october 1 and december 31, 2025, for product code lwr. 13 events were identified through external sources and 1 event was identified through edwards internal implant registry. The total number of patients within events identified through external sources was 13, and the total number of patients within events identified through the internal implant registry was 1. The subject devices were not available for evaluation, as they remained implanted. Based on the investigation results completed at the time of this report submission, an edwards manufacturing defect was not confirmed as the root cause of any events. No new risks or unexpected failure modes were identified. Routine monitoring and trending activities remain in place, and no additional actions are required at this time.

Event description:
This report summarizes 14 valve-in-valve adverse events that would have been reported to the FDA between october 1 and december 31, 2025 for product code lwr.

Manufacturer narrative:
H11: additional narrative added exemption number "gen2400831" which was missing in the initial report. Updated the event specific information file to .csv format.